Event description:
The doctor stated that the patient received a medpor micro thin sheet implant in 2005. The doctor stated that the patient presented with an infection approximately 4 to 6 weeks prior to removing the implant. The doctor treated the infection with antibiotics. The doctor reported that the implant was removed in 2006 because of rejection of the implant. The doctor stated that he placed a septum button after removing the medpor micro thin sheet.

Manufacturer narrative:
Following a review of the device history record, it was determined that all processes and test criteria are within the medpor implant finished product specification.